Event description:
It was reported that the customer experienced high blood glucose levels. Pump passed delivery system check. Customer changed site and noticed a bent cannula.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.